Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/27/2020. H.6. Investigation: a total of six vials were provided to our quality team for investigation, two of which were verified to be involved in the incident reported. The product was visually inspected, only the protector needles remained in the vial stopper and were noted to have penetrated the stopper of the vial off center hitting the aluminum cap and a leak was observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the sample evaluation it was determined that the protector was not properly connected to the vial which resulted in the leak reported.

Event description:
It was reported that keytruda leaked between the bd phaseal¿ protector p14j and vial. This occurred with 2 protectors during use. The following information was provided by the initial reporter, translated from japanese to english: "chemo leaked between the protector and the vial. This incident occurred twice. The drug used is keytruda."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that keytruda leaked between the bd phaseal¿ protector p14j and vial. This occurred with 2 protectors during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "chemo leaked between the protector and the vial. This incident occurred twice. The drug used is keytruda."